Manufacturer narrative:
Exact date unknown, event occured in (B)(6) 2017 the day the device was explanted.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted device will not be returned. No further information has been obtained despite good faith efforts.